Manufacturer narrative:
The sample was negative for both cell 1 and cell 14 of capture-r ready ID (crrid). Both cells are heterozygous for e. Visually both cells appear negative. The positive and negative control wells appear as expected. Sample was tested with capture-r ready screen 3 (crrs 3) on the echo. The sample was 4+ positive for cell 2 (homozygous for e). The postiive control well appears as expected. Confirmed the reactivity of the e antigen on retention crrid, lot id121.

Event description:
Customer reported an unexpected negative reaction on the echo when testing a patient sample with a history of an anti-e. No transfusion reactions were reported as a result of the negative reaction.